Event description:
The user reported that post placement, the catheter would not flush or drain properly. The catheter was coiled in the right iliac fossa with the exit site on the lower right side as visualized under x-ray. The physician places the device utilizing an open procedure rather than laparoscopically. The physician plans to replace the device. No lot number had been provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted if additional information becomes available.